Event description:
It was reported that, "screw implanted, sat proud, doctor removed and threads were missing from screw. Redrilled and implanted other screw."

Manufacturer narrative:
Method - review of device history, complaint history and surgical technique. Evaluation summary: visual inspection confirmed the reported event. The top 5 threads were sheared off. Review of the device history records indicates that all devices accepted into final stock met specifications. The product experience reporting database was reviewed for similar reported events regarding delamination of screw threads. There have been no other events for the reported lot ID. The root cause was presumed to be improper drilling technique and/or extreme angulation during insertion. In order to reduce the likelihood of similar events, it is recommended to pre drill as per the surgical technique.